Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor ( ID 826631) could not be detected. The event happened before implantation site closure, and a 10 minute delay was noted. The procedure was completed with a replacement product available. The patient is in stable condition.

Event description:
N/a.

Manufacturer narrative:
The microsensor (826631) was not returned for evaluation (discarded). Therefore, an evaluation of the device could not be performed. Lot number information has been provided. Therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for this issue reported by the customer could be due to excessive pressure applied to product.